Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the implantable cardioverter defibrillator (ICD) ¿went off 13 times¿ back when it was implanted. A follow up attempt with the patient¿s healthcare provider on file yielded no information since the patient has not been followed by the physician for quite some time. The ICD remains in use. No further patient complications have been reported as a result of this event.